Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred around the end of (B)(6). The patient manages her diabetes with a combination of medications including "metformin, chromium and cinnamon 1000 in the morning" she denied that she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that on an unspecified time after the alleged product issue began she developed symptoms of "neuropathy got worse, tired and sweating a lot". The patient denied that she received any treatment for her symptoms. At the time of troubleshooting the cca noted that the patient did not have testing supplies to walk through a retest. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.